Manufacturer narrative:
Correction: d1 brand name updated from short description to brand name. Manufacturer narrative: received one plpul2020 in opened original package. Lot number was verified. Performed a visual inspection, no abnormalities or defects were confirmed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 11 complaints, regarding 11 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the plumepen®ultra is equipped with several key features for the surgeon¿s convenience. Surrounding the electrode blade is a translucent plastic tube that allows the blade and tube to be positioned at varying lengths to most effectively capture surgical smoke plume as it is created. Rotate the cam locking mechanism to the unlock position. Extend capture port / blade to desired length. Please note capture port and blade move together. Turn the cam locking mechanism back to the lock position and ensure that the tube is securely locked in place. Avoid contact with blade and buttons when adjusting the capture port. Keep the active electrodes clean. Build-up of eschar may reduce the instrument¿s effectiveness. Do not activate the instrument while cleaning. Injury to operating room personnel may result. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, plpul2020, 20/ca ultra nonstick 10ft, was being used during an unknown procedure on (B)(6) 2024 when it was reported, ¿surgeon using surgical smoke evacuation pencil to cauterize, piece of plastic broke off from surgical smoke evacuation pencil when adjusting length. Piece retrieved.". There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning was asked to determine if the fragmentation came into contact with the patient; however, to date, no response has been received. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text: device not yet received.

Event description:
The sales representative reported on behalf of the customer that the device, plpul2020, 20/ca ultra nonstick 10ft, was being used during an unknown procedure on (B)(6) 2024 when it was reported, "surgeon using surgical smoke evacuation pencil to cauterize, piece of plastic broke off from surgical smoke evacuation pencil when adjusting length. Piece retrieved." There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning was asked to determine if the fragmentation came into contact with the patient; however, to date, no response has been received. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.